Manufacturer narrative:
The insulin pump had high currents due to a faulty component on the radio frequency circuit board. The insulin pump had a cracked case at a display window corner. (B)(4).

Event description:
The customer's parent reported via telephone call that the battery only lasted 3 hours in the insulin pump. The blood glucose reading was 118 mg/dl. The parent reported that a new battery cap had not resolved the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.